Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2006. The pt reported the ipg was closer to the surface of the skin, and there was a sore over the ipg site. The pt was unsure of the date, but stated the sore had been present for a few months. The pt was scheduled to meet with her physician to address the issue. Follow up attempts to contact the pt have been unsuccessful.